Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: two years ago model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16362759, model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was no longer getting pain relief due to lead migration. The patient underwent an explant procedure.